Event description:
The customer reported to olympus that during preparation for use, the evis exera iii gastrointestinal videoscope tested positive for microbial contamination. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The customer provided the cds processes performed at the user facility. The customer confirmed that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer reported that precleaning was performed immediately after the procedure. Air/water was aspirated through the instrument/ suction channel with a suction pump and aspiration was done in both positions of the suction valve and the air/water channel flushed with water and air using the appropriate cleaning accessory. During manual cleaning, the device passed the leak test. The detergent used was ecolab sekusept multienzyme. The instrument/suction channel, suction cylinder, and instrument channel port were brushed, and the distal end was brushed with the channel-opening brush and single use soft brush. The automated endoscope reprocessor (aer) used was rdg-e typ etd4 with olympus endodet detergent and olympus endodis disinfectant, of which concentration and expiration date were controlled. Three of the facility's aers were known to have rust stains. All channels were connected with tubes when the endoscope was setting up into the aer. The water quality was controlled by water filter and ultraviolet (uv) light and the filter was replaced periodically in accordance with the instructions for use. The device was dried by a drying cabinet and stored in a closed cabinet. Olympus is the maintenance company. The hygiene microbiological investigation report indicated the channels and distal end of the scope were cultured and did not detect microbiological growth. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found the plastic distal end cover had a foreign material. In addition to the reportable malfunction, the following were noted: the air/water-cylinder and the suction cylinder had discoloration; the forceps channel port had a scratch; the nozzle had corrosion; the adhesive on the bending section cover was detached. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Despite good faith attempts the user culture results were not shared. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. For the foreign material found on the distal end, the foreign material could not be identified and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.